Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 343 was not reproduced. A review of the event history log revealed system error 343 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing motor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 343 (motor high rate error) during a blood infusion which stopped the infusion and the pump had to be changed out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.